Event description:
The customer reported to olympus, that the 4k autoclavable camera head exhibited no image. The event occurred during preparation for use, prior to a laparoscopic procedure. It was reported that the procedure was successfully completed using similar device. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, image problem was noticed. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image was displayed due to a faulty cable unit. However, the definitive root cause of the faulty cable unit could not be determined. Olympus will continue to monitor field performance for this device.